Event description:
The implantable neurostimulator would not fully change after being completely depleted. The recharger indicated that the device was 25% charged. A message screen appeared indicating that recharging was necessary when the patient attempted to turn the device on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.